Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. Product ID 8780, serial# (B)(4), implanted: 2015-(B)(6), product type catheter. (B)(4).

Event description:
An MRI technician initially reported that the patient was paraplegic and had spastic quadriplegia. The indication for use regarding their implanted intrathecal baclofen (itb) pump was intractable spasticity. The patient's pump was previously replaced on (B)(6) 2015. No further history was available. The patient was having weakness. There was a suspected problem with the patient&#38112;device / therapy. The patient was having an MRI performed of their brain and total spine. On (B)(6) 2015, an alternate healthcare provider (hcp) reported that the patient's pump administered baclofen with concentration 3200 mcg/ml and fentanyl with concentration 3200 mcg/ml. The "old" dose of baclofen was 1897.8 mcg/day and the old dose of fentanyl was 1897.8 mcg/day. The current dose of baclofen was 2045.2 mcg/day and the current dose of fentanyl was 2045.2 mcg/day. The "old" dose was clarified as having been the dose before it was raised on (B)(6) 2015. The patient was described as having been "preetty agitated." The hcp further noted that as per the patient's wife, the patient was having a lot more pain than usual but the hcp indicated "he doesn't seem that different"; the date of the event was (B)(6) 2015. The hcp believed the patient was having an MRI performed of the cervical, thoracic, and lumbar spine on (B)(6) 2015 to look for an infection but she could not confirm that. Compatibility guidelines were requested regarding MRI. Additional information requested included type/manufacturer of baclofen, drug therapy dates, drug lot number, other medications the patient was receiving at the time of the event, patient's medical history, date of onset, troubleshooting and actions performed including results, cause of issue, and resolution. 2015-(B)(6) information was received from a physician who indicated that patient had a medical history of dystonia and was also being treated with "meds per neurology" at the time of the event. The results of the MRI performed were a catheter leak which led to a catheter replacement.

Event description:
Additional information was provided by a healthcare provider (hcp). The hcp stated that "no leak issue was documented in the patient's chart, so this reporter was unable to comment." The catheter would not be returned to the manufacturer for analysis.